Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that an instrument cable was broken. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the name of the device that had an issue was a force bipolar. The device was inspected prior to use and there were no visible issues identified. The instrument and cannula were removed together due to the instrument housing being stuck on the arm. No fragments fell inside the patient. There were no instrument collisions that occurred during the procedure. No patient demographic information was known.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: prior to attempting to remove the instrument the instrument jaws were not stuck in a closed position. The device product information such as lot/batch # were unknown.